Manufacturer narrative:
(B)(4). A visual inspection of the returned device was conducted and the following observations were made : received in tray, pusher not dep loyed, cutter not deployed, needle trigger retracted, retract lever fully retracted, lever lock and tape disengaged, urethral endpiece (ue) ready to de-ploy, distal tip undamaged, unsheathing pawl not engaged with suture spool, shuttle not en-gaged with needle spool, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancies were observed: suture buckled - at ferrule, capsular tab (CT) did not unsheathe, needle dam-aged: the needle tip is bent outward, needle damaged: the needle is broken near the needle spool. Refer to dimensional inspection for additional detail. The needle was found to be bent ap-proximately 39.81 mm from the needle spool. The needle was found to be broken approximately 52.81 mm from the needle spool. The break interface of the broken needle match and there is no evidence of missing material. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. A device history record review was performed for the associated lot. There were no relevant findings. The customer report of: "did not show suture in window when advanced " was confirmed. Con-firmation based on the capsular tab (CT) did not unsheathe due to a bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investiga-tion has determined that the device encountered the following failure mode : ul - needle dam-aged: needle damage occurs when the needle strikes bone. The probable root cause of this fail-ure mode is use error - unintentional - cannot determine. Ul - CT did not unsheathed : the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "device fired but did not show suturein window when advanced. The nextdevice fired, and the needle failed toretract fully. We then switched to another". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "device fired but did not show suturein window when advanced. The nextdevice fired, and the needle failed toretract fully. We then switched to another". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)